Event description:
Additional information was received from the patient reporting that it always took over 3 hours to charge from 60% to 100%. They met with a manufacturer representative (rep) but the long implant charge times have not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial#(B)(6), product type recharger. Product ID 97745bp, serial# (B)(6), product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported their weight.

Manufacturer narrative:
Date of event: month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) that was implanted with an implantable neurostimulator (ins). It was reported that pt has been charging for 3 hours and she was at 50% when she started her charge and pt is now only @ 80% and her controller is down to the point where she she needs to charge it (30%). The pt stated she has had this issue since the past couple of charges (pt clarified 3 -4 weeks). The pt verified there is a green light on the controller with excellent connection the whole time. The pt verified there is no visible damage to the rtm cord / plug pins. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm) cord. Additional information was received from the patient. It was reported that last night ((B)(6) 2022) it took 2 hours to charge ins from 60-100%. It was noted that it was previously documented that the li battery pack (bp) was depleting to where it had to be recharged in order to charge ins. It was also noted both the controller and recharger had recently been replaced. No symptoms were reported. A replacement battery pack was sent out. Additional information was received. It was reported that they were still having problems with recharging the ins as it took three hours to get the ins to recharge from 60% to 100%. Pt stated that the controller battery was down to 30% from 100%. Pt confirmed that the controller light was flashing green and that recharging excellent was always indicated when recharging the ins. Pt confirmed that there were no issues with recharging the controller from the power supply. Pt denied having any recent ins reprogramming done. The pt was redirected to their healthcare provider (hcp). Pt stated that they would like to meet with a manufacturer representative (rep) as they were beginning to think that the ins was the issue. The pt was redirected to their hcp to coordinate a meeting with a rep to have the ins checked.